Event description:
Customer reported that "during the insertion of the jugular vein it was noted that the needle entered air. Initially, it was assumed that the patient had suffered a pneumothorax. Therefore, the patient was x-rayed and there was no pneumothorax detected. The needle was visually inspected and cracks in the plastic hub were noted. As a result, a new set was used to place a cvc successfully. Customer reported there was no harm or injury reported but the patient needed an x-ray."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "during the insertion of the jugular vein it was noted that the needle entered air. Initially, it was assumed that the patient had suffered a pneumothorax. Therefore, the patient was x-rayed and there was no pneumothorax detected. The needle was visually inspected and cracks in the plastic hub were noted. As a result, a new set was used to place a cvc successfully. Customer reported there was no harm or injury reported but the patient needed an x-ray."